Event description:
It was reported that following an initial urethral bulking implant procedure, the implant material was noted eroded into the vagina. The pt returned to the dr's office complaining of vaginal bleeding and hematuria. Via cystoscopy, the dr observed implant material in the bladder. The dr stated that the bladder looked normal and he could not find any obvious fistula. He noticed the pt had a thin urethra. The size of the exposed area was 1/2 "sonameter" of 5mm pad of his finger. The pt was given cipro. Physician felt pt was a good candidate for the implant. No further complications have been reported. Injection details are as follows: treatment volume was 1.4 ml on the right, 1.5ml on the left, stainless steel needle, transurethral approach, rate of injection over 1 min., needle held at injection site for 1.5min., position of injection site was 9 & 3 o'clock, needle was imbedded to shoulder, no coaptation noted.

Manufacturer narrative:
A review of the device history record for the reported the lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characeristics of the bulking material required injection techniques that may differ slightly from techniques employed with alternatiive bulking agents. Contraindications include pt's with the follow conditions: acute cytitis, urethritis, other acute or chronic genitourinary tract infections or fragile urethral mucosal lining. Baseline report previously provided. To facilitate root cause analysis of erosion, bard created a cause and effect diagram. In this diagram, we analyzed impact of accessories, implant material, pt specific factor and injection technique factors. Bard conducted a retrospective a review of genyx and bard dmrs. As submitted in the PMA supplement for a facilities change, both dmrs are equivalent in all relevant aspects including: materials, quantities of dmso and evoh, mixing time and temperature; the processes for mixing, transfer, filling, sealing the vial, capping and labeling operations; and in process and final test and inspection requirements. A review of bard dhrs from 06/05 to 07/06 found that 1) all raw materials were found to be within specification and 2) all 14 lots were manufactured using the same procedures, methods, inspections and specifications as approved in the PMA. The manufacturing parameters related to quantity of dmso and evoh, mixing time and temperature were within the acceptable ranges. The review verified that each lot produced was manufactured in accordance with dmr. Based on our DHR review no changes were noted, and therefore, the implant material and impact of accessories have been eliminated as a root cause. Based on this process of elimination, pt selection and injection techique were identified as the most likely root causes for the exposed report. Bard's root cause analysis identified pt selection and injection technique as potential contributing factors to successful pt outcomes. Bard performed a review of adverse events reported for exposed material, erosion and necrosis on a per physician basis. The analysis showed that the events were reported across multiple phyisicans with few occurrences (=<2). Bard has consulted with an expert in urogynecology regarding his clinical experience with tegress. He provided a clinical expert review of the severity of adverse events and the importance of proper pt selection and injection technique to reduce adverse event reports. The clinical expert opinion confirmed our conclusion that proper pt selection and injection technique are contributors to exposed material. Bard's existing physician training program and the IFU focuses on proper pt selection and injection technique. Consistent with the IFU, bard has emphasized these critical factors by sending all users tip sheets and a direct mailer from a key medical opinion leader.